Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump did not properly detect a downstream occlusion during infusion therapy in the neonatal intensive care unit. It reportedly took 30 minutes for the pump to alarm for downstream occlusion on the low pressure setting at a rate at 5ml/hr. There was no known patient injury or medical intervention associated with this event. No additional information is available.